Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention procedure a stent migration occurred. The device was intended for treatment of deep vein thrombosis (dvt). Access was obtained via the left femoral vein. A 6x59x75 wallstent rp stent delivery system was advanced to the common iliac vein and physician attempted to deploy the stent at the target location directly. However, the stent migrated to the central portion of the vessel. Another of the same stent was deployed overlapping the first stent by 20mm and post dilated with a 5mmx4cm wanda balloon catheter. It was confirmed that the lesion was "sufficiently" dilated. No further patient complications were reported and the patient's status is listed as good.